Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed cassette not attached properly. Functional testing confirmed the customer reported issue. The dso sensor was non-functional. The dso sensor and seal were replaced.

Event description:
It was reported that device had cassette not attached properly error. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.